Manufacturer narrative:
(B)(4)

Event description:
Per the surgeon, the patient experienced persistent pain and infection at the abutment site resulting in the decision to remove the abutment on (B)(6) 2018.